Manufacturer narrative:
The customer's sample probe and six other sample probes from different countries and different customers were received for investigation. The investigation determined that there is a global accumulation of sample probes from the c503 showing contamination (or leftover material). This means the sample probe was not as clean as expected from roche's perspective on the c503 module. Parallel to this observation was a high number of "abnormal sample aspiration" alarms on the c503. The investigation determined that the dried material from these sample probes were proteins that came from the samples processed on the cobas pro c503 module. The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytic's are within the customer's responsibility. There was no indication of a device malfunction. A CAPA has been initiated to further investigate the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results for three patient samples tested on the cobas pro c503 module. The initial results were not reported outside of the laboratory. The initial results were from line 1 of the module and the repeat results were from line 2 of the module. Patient sample 1 - on (B)(6) 2022, the initial result from line 1 was 0.555 mmol/l. The repeat result from line 2 was 10.50 mmol/l. Patient sample 2 - on (B)(6) 2022, the initial result from line 1 was 0.721 mmol/l. The repeat result from line 2 was 5.14 mmol/l. Patient sample 3 - on (B)(6) 2022, the initial result from line 1 was 0.841 mmol/l. The repeat result from line 2 was 4.86 mmol/l. The reagent lot number is 629487. The expiration date was requested but not provided.